Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown and it was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified medication for the peritonitis (dose, frequency, route, and duration were not reported). At the time of this report, the patient¿s outcome from the event was unknown. It was not reported if pd therapy was ongoing. No additional information is available.